Event description:
In 2006, a home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the dislpay of the home patient's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report. The nurse stated the home patient withdrew from dialysis prior to patient death. The date of the septicemia is unknown, therefore 2006 is used. The patient died a month later. Baxter's medical director has concluded that the patient died as a result of cessation of therapy, but septicemia was listed as a cause of death. It is possible that if the patient had peritonitis, it could have been an issue related to a set that was used because the patient had a 2240 alarm in 2006. This would be less likely to be the cause of the peritonitis if the peritonitis were diagnosed in april of 2006. If, however, the patient was diagnosed with peritonitis within the week following the 2240 alarm, there is no way to exclude the set as ultimately causative to the patient's septicemia.

Manufacturer narrative:
Baxter's medical director's medical assessment. The patient died as a result of cessation of therapy, but septicemia (which may have been a result of peritonitis, although this history was not obtained) is listed as a cause of death. It is possible that if the patient had peritonitis it could have been related to an issue with a set that was used, because the patient experienced a 2240 alarm in 2006, which indicates that air entered that set in some manner and was detected by the instrument. This would be less likely to be the cause of the peritonitis if the peritonitis were diagnosed in april of 2006. If, however, the patient was diagnosed with peritonitis within the wek following the 2240 alarm, there is no way to exclude the set as ultilmately causative to the patient's septicemia.